Event description:
A pt possibly received an overinfusion of heparin solution in less than the 20 hour time frame desired using the pump, or the heparin potency was too high. The details of the delivery time is unknown. The pump could not be traced, and the IV pump set was discarded. No add'l pt info was released.